Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 39mg/dl. The customer's levels had been as high as 682mg/dl. The customer's most current level was 132mg/dl. The customer treated the high with manual injection. The customer declined to troubleshoot for the highs and lows due to tubing line detachment.